Event description:
Cap screw threads would not engage the threads in cfx nail and was not implanted. This event did not result in any adverse consequence for the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device. The returned cfx rod cap screw is in compliance with engineering specifications and is functionally acceptable.